Event description:
During a procedure a faradrive steerable sheath clear was selected for use. Air contamination occurred during insertion. An exchange of the sheath resolved the issue. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
During a procedure a faradrive steerable sheath clear was selected for use. Air contamination occurred during insertion. An exchange of the sheath resolved the issue. The procedure was completed without any patient complications. The device is expected to be returned for analysis.